Event description:
I registered my recalled philips dreamstation CPAP machine in (B)(6) 2021. When I called him for direction, my pulmonologist told me I have severe apnea and advised calling philips every few months to keep them aware of the severity of my apnea and to check the status of the replacement, but he advised me to continue to use the device without the humidifier and with an in-line filter. When I called in (B)(6) 2021, they had no record of my original registration. I was re-registered and told that my severe apnea diagnosis should speed up the process. In (B)(6) of 2022 I started having early morning chest congestion and cough. My primary care doctor initially attributed it to the high force of the air without being able to use the humidifier. By (B)(6) 2022 the congestion lasted all day and the cough is frequent enough to be uncomfortable, so at the pulmonologist's recommendation, I've stopped using the CPAP at all. Now, my sleep apnea has returned and it would be dangerous for me to drive because I fall asleep any time I sit down. FDA safety report ID # (B)(4).